Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. As of 27mar2025, the actual device was not available. The manufacturing record and the shipping inspection record of the actual product found no anomaly. No other similar report of the product with the involved product code/lot number was found. Based on the investigation result, no anomaly was found in the manufacturing records. Since the actual device could not be investigated, it was not possible to clarify the cause of occurrence. In order to clarify the cause of occurrence, we would like to ask for your cooperation in obtaining the actual device. The instructions for use (IFU) (capiox fx15) has the following warnings, method of operation and precaution regarding gas exchange failure: "start gas supply with v/q=1, and fio2=100%, then make adjustments based on blood gas measurements." "Measure blood gases and make necessary adjustments as follows. A. Control pao2 by changing concentration of oxygen in ventilating gas using gas blender. To decrease pao2, decrease fio2. To increase pao2, increase fio2. B. Control paco2 by changing the total gas flow. To decrease paco2, increase total gas flow. To increase paco2, decrease total gas flow." "Upon patient rewarming, adjust o2 concentration, gas flow rate and blood flow rate by increasing them as needed based on an increase in patients metabolism. Failure to adjust the gas supply and the blood flow rate appropriately may cause insufficient o2 supply needed or the amount of the patient's gaseous metabolism." "A phenomenon called wet lung may occur when water condensation occurs inside fibers of microporous membrane oxygenators with blood flowing exterior to the fibers. This may occur when oxygenators are used for a longer period of time. If water condensation and/or a decrease in pao2 and/or an increase in paco2 is noted during extended oxygenator use, briefly increasing the gas flow rate may improve the performance. Increase gas flow rate, to 15 l/min for 10 seconds. Do not repeat this flushing technique, even if oxygenator performance is not improved."

Event description:
The user facility reported that the involved capiox device did not function properly. The event occurred during cardiopulmonary bypass. The event resulted in delay (five minutes) in the beginning or continuing the surgical procedure. It was unaware if there were any clots when the device was swapped out. The po2 levels were between 150 and 225. The patient had endocarditis which could have contributed to the event. The surgery was completed successfully. It was unknown if there was any blood loss related to the event. There was intervention to prevent permeant impairment/damage.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: ccp. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The manufacturing record and the shipping inspection record of the actual product found no anomaly. No other similar report of the product with the involved product code/lot number was found. Terumo medical corporation (tmc) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).